Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had self test failed error. The customer¿s blood glucose level was unknown. The customer reported that they had self test failed error messages. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed a64 during self test, problem isolated to radio frequency board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, a21 error test off no power test. And all operating current test. (B)(4).